Event description:
The dealer reported on behalf of the customer, during preparation for use for a therapeutic procedure, noise occurred when the endoeye flex deflectable videoscope was connected to the visera elite video system center. The screen was completely invisible. The intended case was completed with another scope. No patient harm reported. The subject scope had previously been repaired as the image had blacked out at an angle. However, the previous issue was not confirmed during repair at olympus. This complaint is related to patient identifier (B)(4).

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The scope video connector unit had dust, dirt, foreign matter, etc. Adhered to the electrical contacts, and the connection status (including wiring on the system side) was not sufficient, resulting in poor electrical connection with the system and being incorporated into the tip of the scope. An abnormality (failure) in the electric circuit inside the image sensor had occurred. The electrical contacts of the scope video connector unit had scratches, dents, deformation, etc., so the electrical connection with the system deteriorated due to the effects, and it was incorporated in the tip of the scope. It was installed in the image sensor unit and led to an abnormality (failure) in the electric circuit inside the image sensor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event most likely occurred due to the following: 1) scope video connector unit dust, dirt, foreign matter, etc. Adheres to the electrical contacts and the connection status (including wiring on the system side) is not sufficient, and the electrical connection status with the system deteriorates due to the influence, and it is incorporated in the tip of the scope. It is installed in the image sensor unit. An abnormality (failure) in the electric circuit inside the image sensor has occurred. 2) results of checking the appearance of the scope since it was confirmed that the electrical contacts of the scope video connector unit had scratches, dents, deformation, etc., the electrical connection with the system deteriorated due to the effects, and it was incorporated into the tip of the scope. It is installed in the image sensor unit. An abnormality (failure) in the electric circuit inside the image sensor has occurred. 3) results of checking the appearance of the scope since it has been confirmed that there are scratches, dents, etc. On the tip of the scope, it is incorporated in the tip of the scope due to the influence of mechanical load (stress) such as bumping or dropping. The electrical circuit inside the image sensor has become abnormal (malfunction). 4) accumulation of electrical load (stress) due to energization of the image sensor, overcurrent due to accidental application of static electricity or attachment / detachment when the system is on, etc. It is built into the tip of the scope. It is mounted on the image sensor unit. It led to an abnormality (failure) in the electric circuit inside the image sensor. Olympus will continue to monitor field performance for this device.